Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.1cm abdominal aortic aneurysm. It was reported that during the final angiogram, an endoleak which appeared to be a type IV was identified. Another manufacturer's stent was implanted however, the leak still persisted. As per the physician, the cause of the event cannot be determined. It was reported that one day post op, the patient displayed no tenderness or pain but there was a pulsatile, tender abdominal aortic aneurysm. It was reported that the patient expired two days post index procedure due to fulminant pneumonia and congestive heart failure. As per the physician the death was not related to the stent graft device or procedure but due to pneumonia. No additional clinical sequalae were reported.